Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 2.75x15mm nc trek rx balloon dilatation catheter (bdc) the physician applied negative pressure to the bdc, bubbles were noted in the catheter and a hole was identified in the distal shaft. The device was not used and there was no patient involvement. A same size unspecified device was used to continue the procedure. The lesion was ultimately treated using an unspecified stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported shaft leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported shaft leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.